Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported when attempting to grasp the mucosa during colorectal endoscopic mucosal resection (emr) hemostasis, one side of the long clip broke off and the mucosa could not be grasped normally. The broken part fell into the patient's large intestine and was retrieved. There was no procedure delay and the procedure was completed with a similar device. There were no further reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Updated fields: d8, h6. The device was evaluated and confirmed the clip broke and could not grasp the tissue. The arm of the clip was deformed, but the arm did not break off from the clip. A definitive root cause could not be identified. It is likely the clip arm was deformed by the physical load applied to the clip arm, such as by pressing the clip hard against the tissue, and the clip was unable to close and grasp the tissue. The instructions for use (IFU) cautions: do not force the clip against body cavity tissue. The clip many be deformed and does not close properly. This could result in reduced performance. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.